Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge disinfection ab (getinge) received information that an aquadis 56m unit was ¿producing a fire¿ during operation. It was reported there had been a ¿large plumb of smoke emanated from the cabinet with a distinct odor¿ and an extinguisher was used. It was further reported that no personnel were harmed. The service technician confirmed that the area had been secured. Technical evaluation revealed that the device power supply was functional and the drain pump and capacitor showed signs of overheating and require replacement. There were no signs of charring or burn marks in the surrounding walls within the cabinet, including the components above the impacted drain pump, indicating an open flame or arc flash likely did not occur. The described plumb of smoke, distinct odor and damage observed during the service visit was consistent with overheating and/or burning of wires. It was identified that residue from the extinguishing agent were also present. At this time, the device is non-operational pending replacement of the pump and capacitor. A return service visit will occur to repair the pump and capacitor.